Event description:
Boston scientific received info that this right atrial (ra) lead dislodged. A revision procedure was performed, during which the lead was explanted and replaced. No adverse pt effects were reported. The lead was later returned for analysis.